Manufacturer narrative:
Eval: gas spring trip.

Event description:
It was reported by service report that the fowler works intermittently and the pt right siderail is broken. It is unk if there was pt involvement or if there were adverse consequences to report.